Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. B3 date of event - correction. G6 type of report - additional information. H2 type of follow up - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a needle that was damaged occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).